Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ device breakage/ one of the coils broke during insertion') and device dislocation ('migration/') in a 27-year-old female patient who had essure (batch no. A96181) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, hypothyroidism, gerd, pap smear abnormal and thyroid disorder. Previously administered products included for an unreported indication: nuvaring, treximet and mirena. Concurrent conditions included goiter, menopausal symptoms, perineal pain female, heartburn, muscle ache, arthralgia multiple, joint pain, back pain, peripheral swelling, itching, dry skin, cold intolerance and allergic reaction to analgesics. Concomitant products included levothyroxine since 2010, medroxyprogesterone acetate (depo provera), rizatriptan benzoate (maxalt) from (B)(6)2011 to (B)(6)2019 and topiramate (topamax) from (B)(6)2013 to (B)(6)2016. On (B)(6)2013, the patient had essure inserted. On (B)(6)2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6)2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse}") and dysmenorrhoea ("dysmennorhea (cramping)") and was found to have weight increased ("weight gain"). In (B)(6)2014, the patient experienced bartholin's cyst ("bartholin's cyst") and hypothyroidism ("hypothyroidism"). In (B)(6)2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6)2015, the patient experienced urticaria ("rashes or skin conditions type: hives"). In (B)(6)2016, the patient experienced pelvic pain ("pelvic pain") and fatigue ("fatigue/ tired"). In (B)(6)2017, the patient experienced alopecia ("hair loss"). In (B)(6)2018, the patient experienced tooth disorder ("dental problems"). In (B)(6)2018, the patient was found to have blood oestrogen abnormal ("hormonal changes describe: estrogen"). In (B)(6)2019, the patient experienced pelvic prolapse ("pelvic organ prolapse"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("(general abnormal bleeding"), abdominal pain ("abdominal pain/ one in my belly button"), migraine ("migraine/ migraines / headaches"), abdominal distension ("bloating"), abdominal pain lower ("right side of my lower abdomen pain"), fear ("scares"), tension ("tension"), pain ("sore") and pelvic discomfort ("constant pressure"). The patient was treated with surgery (salping. (Bilateral)). Essure was removed on 6-sep-2018. At the time of the report, the device breakage, device dislocation, genital haemorrhage, vaginal haemorrhage, menorrhagia, abdominal pain lower, fear, tension, bartholin's cyst, hypothyroidism and pelvic discomfort outcome was unknown and the pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, fatigue, alopecia, weight increased, tooth disorder, blood oestrogen abnormal, migraine, pelvic prolapse, urticaria and abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, bartholin's cyst, blood oestrogen abnormal, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, fear, genital haemorrhage, hypothyroidism, menorrhagia, migraine, pain, pelvic discomfort, pelvic pain, pelvic prolapse, tension, tooth disorder, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse}, dysmennorhea (cramping), (general abnormal bleeding, breakage, migration, fatigue, hair loss, weight gain, dental problems, hormonal changes, migraine, pelvic organ prolapse diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.2 kg/sqm. Hysterosalpingogram - on (B)(6)2013: essure confirmation test(s) conducted - bilateral occlusion.. Concerning the injuries reported in this case, the following one were reported via social media:lower abdominal pain, tension, pain, fear. Concerning the injuries reported in this case, the following one were described in patients medical record: bloating, weight gain, fatigue, pelvic pain, hair loss, migraines, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jan-2020: social media received. New event constant pressure was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ device breakage/ one of the coils broke during insertion'), device dislocation ('migration/') and genital haemorrhage ('(general abnormal bleeding') in a 27-year-old female patient who had essure (batch no. A96181) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, hypothyroidism, gerd, pap smear abnormal and thyroid disorder. Previously administered products included for an unreported indication: nuvaring, treximet and mirena. Concurrent conditions included goiter, menopausal symptoms, perineal pain, heartburn, muscle ache, arthralgia multiple, joint pain, back pain, peripheral swelling, itching, dry skin, cold intolerance and allergic reaction to analgesics. Concomitant products included levothyroxine since 2010, medroxyprogesterone acetate (depo provera), rizatriptan benzoate (maxalt) from (B)(6) 2011 to (B)(6) 2019 and topiramate (topamax) from (B)(6) 2013 to (B)(6) 2016. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse}") and dysmenorrhoea (""dysmenorrhoea" (cramping)") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2015, the patient experienced urticaria ("rashes or skin conditions type: hives"). In (B)(6) 2016, the patient experienced pelvic pain ("pelvic pain") and fatigue ("fatigue/ tired"). In (B)(6) 2017, the patient experienced alopecia ("hair loss"). In (B)(6) 2018, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2018, the patient was found to have blood oestrogen abnormal ("hormonal changes describe: estrogen"). In (B)(6) 2019, the patient experienced pelvic prolapse ("pelvic organ prolapse"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain/ one in my belly button"), migraine ("migraine/ migraines / headaches"), abdominal distension ("bloating"), abdominal pain lower ("right side of my lower abdomen pain"), fear ("scares"), tension ("tension") and pain ("sore"). The patient was treated with surgery ("salpingo". (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, genital haemorrhage, vaginal haemorrhage, menorrhagia, abdominal pain lower, fear and tension outcome was unknown and the pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, fatigue, alopecia, weight increased, tooth disorder, blood oestrogen abnormal, migraine, pelvic prolapse, urticaria and abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, blood oestrogen abnormal, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, fear, genital haemorrhage, menorrhagia, migraine, pain, pelvic pain, pelvic prolapse, tension, tooth disorder, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse}, dysmennorhea (cramping), (general abnormal bleeding, breakage, migration, fatigue, hair loss, weight gain, dental problems, hormonal changes, migraine, pelvic organ prolapse. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: essure confirmation test(s) conducted - bilateral occlusion. Concerning the injuries reported in this case, the following one were reported via social media:lower abdominal pain, tension, pain, fear. Concerning the injuries reported in this case, the following one were described in patients medical record: bloating, weight gain, fatigue, pelvic pain, hair loss, migraines, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2019: pfs & social media received :- reporter information was added. Lot no was added. New event added vaginal bleeding, menorrhagia, hives, bloating, lower abdominal pain, scares, sore. Severity added pelvic pain. Event outcome added medical history, concomitant drugs, historical drugs, lab test was updated. Hormonal changes updated estrogen. 3rd&4th follow up together. On 11-oct-2019: quality safety evaluation of ptc(product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ device breakage/ one of the coils broke during insertion'), device dislocation ('migration/') and genital haemorrhage ('(general abnormal bleeding') in a 27-year-old female patient who had essure (batch no. A96181) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, hypothyroidism, gerd, pap smear abnormal and thyroid disorder. Previously administered products included for an unreported indication: nuvaring, treximet and mirena. Concurrent conditions included goiter, menopausal symptoms, perineal pain female, heartburn, muscle ache, arthralgia multiple, joint pain, back pain, peripheral swelling, itching, dry skin, cold intolerance and allergic reaction to analgesics. Concomitant products included levothyroxine since 2010, medroxyprogesterone acetate (depo provera), rizatriptan benzoate (maxalt) from (B)(6) 2011 to (B)(6) 2019 and topiramate (topamax) from (B)(6) 2013 to (B)(6) 2016. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse}") and dysmenorrhoea ("dysmennorhea (cramping)") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced bartholin's cyst ("bartholin's cyst") and hypothyroidism ("hypothyroidism"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2015, the patient experienced urticaria ("rashes or skin conditions type: hives"). In (B)(6) 2016, the patient experienced pelvic pain ("pelvic pain") and fatigue ("fatigue/ tired"). In (B)(6) 2017, the patient experienced alopecia ("hair loss"). In (B)(6) 2018, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2018, the patient was found to have blood oestrogen abnormal ("hormonal changes describe: estrogen"). In (B)(6) 2019, the patient experienced pelvic prolapse ("pelvic organ prolapse"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain/ one in my belly button"), migraine ("migraine/ migraines / headaches"), abdominal distension ("bloating"), abdominal pain lower ("right side of my lower abdomen pain"), fear ("scares"), tension ("tension") and pain ("sore"). The patient was treated with surgery (salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, genital haemorrhage, vaginal haemorrhage, menorrhagia, abdominal pain lower, fear, tension, bartholin's cyst and hypothyroidism outcome was unknown and the pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, fatigue, alopecia, weight increased, tooth disorder, blood oestrogen abnormal, migraine, pelvic prolapse, urticaria and abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, bartholin's cyst, blood oestrogen abnormal, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, fear, genital haemorrhage, hypothyroidism, menorrhagia, migraine, pain, pelvic pain, pelvic prolapse, tension, tooth disorder, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse}, dysmennorhea (cramping), (general abnormal bleeding, breakage, migration, fatigue, hair loss, weight gain, dental problems, hormonal changes, migraine, pelvic organ prolapse. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: essure confirmation test(s) conducted - bilateral occlusion. Concerning the injuries reported in this case, the following one were reported via social media:lower abdominal pain, tension, pain, fear. Concerning the injuries reported in this case, the following one were described in patients medical record: bloating, weight gain, fatigue, pelvic pain, hair loss, migraines, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-nov-2019: pfs received : events added- hypothyroidism, bartholin's cyst. Events onset date and aka name added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ device breakage/ one of the coils broke during insertion'), device dislocation ('migration/') and genital haemorrhage ('(general abnormal bleeding') in a 27-year-old female patient who had essure (batch no. A96181) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, hypothyroidism, gerd, pap smear abnormal and thyroid disorder. Previously administered products included for an unreported indication: nuvaring, treximet and mirena. Concurrent conditions included goiter, menopausal symptoms, perineal pain, heartburn, muscle ache, arthralgia multiple, joint pain, back pain, peripheral swelling, itching, dry skin, cold intolerance and allergic reaction to analgesics. Concomitant products included levothyroxine since 2010, medroxyprogesterone acetate (depo provera), rizatriptan benzoate (maxalt) from (B)(6) 2011 to (B)(6) 2019 and topiramate (topamax) from (B)(6) 2013 to (B)(6) 2016. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse}") and dysmenorrhoea ("dysmennorhea (cramping)") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2015, the patient experienced urticaria ("rashes or skin conditions type: hives"). In (B)(6) 2016, the patient experienced pelvic pain ("pelvic pain") and fatigue ("fatigue/ tired"). In (B)(6) 2017, the patient experienced alopecia ("hair loss"). In (B)(6) 2018, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2018, the patient was found to have blood oestrogen abnormal ("hormonal changes describe: estrogen"). In (B)(6) 2019, the patient experienced pelvic prolapse ("pelvic organ prolapse"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain/ one in my belly button"), migraine ("migraine/ migraines / headaches"), abdominal distension ("bloating"), abdominal pain lower ("right side of my lower abdomen pain"), fear ("scares"), tension ("tension") and pain ("sore"). The patient was treated with surgery (salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, genital haemorrhage, vaginal haemorrhage, menorrhagia, abdominal pain lower, fear and tension outcome was unknown and the pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, fatigue, alopecia, weight increased, tooth disorder, blood oestrogen abnormal, migraine, pelvic prolapse, urticaria and abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, blood oestrogen abnormal, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, fear, genital haemorrhage, menorrhagia, migraine, pain, pelvic pain, pelvic prolapse, tension, tooth disorder, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse}, dysmennorhea (cramping), (general abnormal bleeding, breakage, migration, fatigue, hair loss, weight gain, dental problems, hormonal changes, migraine, pelvic organ prolapse . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: essure confirmation test(s) conducted - bilateral occlusion. Concerning the injuries reported in this case, the following one were reported via social media:lower abdominal pain, tension, pain, fear. Concerning the injuries reported in this case, the following one were described in patients medical record: bloating, weight gain, fatigue, pelvic pain, hair loss, migraines, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2019: quality safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), device dislocation ('migration') and genital haemorrhage ('(general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse}"), dysmenorrhoea ("dysmennorhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems"), migraine ("migraine") and pelvic prolapse ("pelvic organ prolapse") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation and genital haemorrhage outcome was unknown and the pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, fatigue, alopecia, weight increased, tooth disorder, hormone level abnormal, migraine and pelvic prolapse had resolved. The reporter considered abdominal pain, alopecia, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, migraine, pelvic pain, pelvic prolapse, tooth disorder and weight increased to be related to essure. The reporter commented: received treatment for pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse}, dysmennorhea (cramping), (general abnormal bleeding, breakage, migration, fatigue, hair loss, weight gain, dental problems, hormonal changes, migraine, pelvic organ prolapse. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2013: essure confirmation test(s) conducted - bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs and mr received case becomes incident. Previously reported event ¿injury nos¿ replaced by new specific events: breakage, migration, pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse}, dysmenorrhea (cramping), (general abnormal bleeding, fatigue, hair loss, weight gain, dental problems, hormonal changes, migraine and pelvic organ prolapse were added. Essure indication and removal date were added. Patient date of birth and consumer address were added. Lab data were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.